Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider's (hcp) office. The incision opened around (B)(6) 2017. The cause of the dehiscence was because it was the way the patint was getting themselves out of bed; they were putting pressure on the incision. As a result of what was reported, they will be getting a replacement on (B)(6) 2018 no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient had their pocket incision dehisced so their system was explanted. No device issue and no further patient complications have been reported as a result of this event.